Manufacturer narrative:
Product ID, 3889-28 lot# v266139 implanted: 2009 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer. (B)(4).

Event description:
Follow up information reported that the patient did not had any concerns with their device therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. There was a return of bladder and pelvic pain that had been getting increasingly worse. The patient had the device for interstitial cystitis (ic). The patient tried changing programs and voltage settings, but was not getting relief of symptoms. The patient tripled the settings on two different programs, but could not feel stimulation and continued to feel pain symptoms. The patient also had a return of urgency/frequency issues, which the patient has had when she had a urinary tract infection (uti). The patient had not been tested for a possible uti. Additional information has been requested, but was not available as of the date of this report.